Event description:
It was reported on (B)(6) 2010, that the pt's physician experienced problems with the telemetry. The appropriate application and programmer were used. It was noted that the telemetry head was not correctly positioned over the pump. The appropriate positioning was reviewed and the issue resolved. It was later reported that the pt was seen by the physician on (B)(6) 2010, and had no pump issues at that time. The medication used in the pt's pump was baclofen at a concentration of 2,000 mcg/ml. There was no info provided regarding the dosage of the pump medication. It was reported on 10/21/2010, that the pt had been in a car accident in (B)(6) 2010. The pt had a MRI performed. The pt's catheter was subsequently replaced. There was no programming issue noted at any of the pt's visits with the physician. The pt and the pump were doing well. No further details or pt symptoms were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).